Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately switched to backup mode due to a magnetic resonance imaging (MRI) procedure. It was noted that the backup defibrillation function on (bdfo) setting was turned off during the backup mode switch. The patient was asymptomatic. The ICD was successfully restored to its nominal settings. The patient was stable throughout the programming changes.